Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as itchy bleeding . There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the skin irritation. Outcome of the irritation is unknown.